Manufacturer narrative:
(B)(4). Batch #u93g57. Investigation summary the analysis results found that the mcm20 device was returned with no damage and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining thirteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior cervical diskectomy, the clip applier misfired and another was used. The surgeon believes that the device did not deploy any clips and it actually cut the vessel instead of clipping it. It deployed a clip on the next test firing, but then did not deploy a clip when the surgeon tried to use it again. It was very intermittent on firing. The procedure was completed with no patient consequences reported.